Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump. It was reported that the hcp was ruling out a possible transient ischemic attack (tia) or cerebrovascular accident (cva) so they are conducting an investigation including an MRI. This was considered a sudden change in therapy/symptoms. There were no further complications anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.